Event description:
It was reported that when the device was left on ac power overnight and then attempted to operate using battery power, the unit would not complete the boot-up cycle and it would appear to lock up. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure could not be verified, nor duplicated. The battery pack was replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.